Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (bleeding). Analysis also found the upper case and lower case were broken and contaminated. Battery release, heart block, and battery drawer were contaminated. Bail covers, ring cover, bails, and ring were missing. Battery contacts were compressed and the lead flex cover was corroded. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.